Event description:
We are reporting a total of 41 events with different models of electrophysiological ablation catheters by biosense webster, which occurred in the past year. In this report, we have listed 04 events out of the 41 events. The details are below: brand name: vizigo sheath. Model/catalog # malfunction: d138502, valve leaking; d138502, dilator would not fit into sheath; d138502, problem with set-up; d138502, valve not functioning.